Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204 (belt/monitor unusable)) has been confirmed. Upon investigation the electrode belt was returned in a damaged condition. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j703 connector on the distribution node pca. Additionally, the trunk cable was severed and missing and the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient had a damaged cable and was receiving service code 204 messages (belt/monitor unusable).